Event description:
It was reported that a shaft fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. Multiple kinks were noted along hypotube shaft. No kinks or damages on polymer extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Multiple kinks were noted in various locations along the length of the hypotube shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage and the proximal and distal markerbands identified no damage.

Event description:
It was reported that a shaft fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.